Event description:
Reportedly, the resume pump alarm occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have which led to an elevated blood glucose (bg) displayed as "high"; although specific value was not provided. To address the elevated blood glucose, the customer administered a manual correction injection. Tandem technical support informed the customer about the function of the alarm, which serves as a reminder, and the customer acknowledged this explanation.